Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving three separate products.

Manufacturer narrative:
The additional information received alleges that the patient experienced a sudden cardiac arrest on an event date that is approximately one year later than the event date in the initially reported information; this information (event type and event date) differs from the initial information that was received. As a result, requests for clarification, as well as the circumstances surrounding the event, have been made and additional information will be submitted upon receipt accordingly. This is one of three device reports associated with this event. The related manufacturer report numbers are 1225714-2014-15739, 1225714-2014-15740, and 2937457-2014-03561.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2011 after the use of the product.